Event description:
Boston scientific received information that this lead was explanted due to high thresholds. However, information was later received which indicated this lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and a new lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.